Event description:
I went to (B)(6) and I asked the doctor what I needed to make me look younger. She suggested a filler for my cheeks and some other things. Approximately 3 months after the cheek filler(volux xc) was used without my consent I later found out it is only FDA approved for jawline. Here I am 8 months later 4 surgeries and still have reoccurring sterile abscesses from it. I have reached out to the spa no communication from them. I moved home from the tampa area to pensacola to get medical attention and have support from my family. I have huge scar and dimple now from the 4x I have had to have this drained. This product has ruined me and my face and cost me thousands of dollars to try and correct. Please look into this product and why they would use it on my cheeks when it is not supposed to go there. This has been the worst year for me missing a lot of work all because I trusted a doctor to put the right stuff in my face. All of my blood work is normal. No auto immune disorders. Nothing. I've had cheek filler before but not that brand. My local plastics now is helping me dissolve it. Lots of antibiotics and steroids. 8 months of this nightmare from this product.